Manufacturer narrative:
Updated: b5, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was not confirmed. In addition, the investigation found: a cracked objective lens with missing glue. Based on the results of the investigation, most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope adhesive seal broke. There were no reports of patient harm.